Event description:
It was reported that the customer experienced a malfunction on the pump, identified by a malfunction code which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.